Event description:
Boston scientific received information that during a follow up it was noted that this device reached end of life (eol) with a battery voltage of 2.57 and a charge time of 31.2 seconds. A capacitor reform was done which resulted in the increase in charge times to 35.8 seconds. An allegation of premature battery depletion was noted, and a replacement procedure was scheduled. No adverse patient effects were reported

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation revealed that the device had reached end of life (eol). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely eol was triggered earlier than expected. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Manufacturer narrative:
Additional information received noted that this device was explanted and replaced. Upon analysis this investigation will be updated.